Manufacturer narrative:
Analysis: no product was returned. Conclusions: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.the device history record was unable to be reviewed because a lot number was not provided. (B)(6). (B)(4).

Event description:
Medtronic received information that an external pacemaker was implanted due to an underlying rhythm of 3rd degree heart block. A pause was noted and while dressings were being removed to check the connections, the pacemaker stopped functioning. Both lead connections were verified to be tight but one of the epicardial leads appeared to be frayed near the end that connected it into the pacing generator. The lead was changed out with no adverse patient effects reported. The product remains with the hospital risk management department and it is unknown if it will be returned.